Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 17 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. Moreover, the tip of the probe had a contact mark against any hard objects. The mfg history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the abnormal output of the device was due to the crack developed from the scratch on the probe by the physical stress during the procedure. After that, the probe broke when the facility staff cleaned it. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that during laparoscopic cholecystectomy, abnormal output occurred with the subject device. The user withdrew the device from the pt. And then, the facility staff cleaned it and the probe broke. The procedure was completed with another device. The device was new. There was no report of pt's injury regarding this event.